Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the emergency room because patient alert had gone off. It was determined during a subsequent visit to the clinic that the right ventricular lead had dislodged. During a lead revision, the helix of the lead was retracted, but could not be re-extended. The lead was removed and replaced. No further patient complications have been reported as a result of this event.